Event description:
The customer reported to olympus that during preparation for use the evis exera ii ultrasonic bronchofibervideoscope presented with no image displayed, error message codes e311 and e931 and the white balance not working. There was no patient involvement or reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. Additional issues were identified during the device evaluation: the distal end had peeled cement and open glue with a chip on the pink rubber, and breakage of the ultrasonic transducer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.